Event description:
The account executive stated the customer alleged a pt coded on this bed, the CPR was pulled and the head section lowered but the bed was locked out, preventing them from lowering the hi/low.

Manufacturer narrative:
The tech spoke with the account who indicated the pt coded and they pulled the CPR release to lower the head. The account tried lowering the hi/low and found the hi/low could be raised but not lowered. They unplugged and then plugged the bed back into the power source and found the bed would work for a short period of time and then the wrench light would flash. CPR was given to pt who later died. No other info was available. The tech found the bed in the bed shop and unplugged from a power source. The tech plugged the bed into a power source and performed a function test. After 15-20 minutes the wrench light started flashing 8 times (power supply error). The tech advised the account to replace the power supply board. The account declined to repair the bed at this time, but will make repairs themselves at a later date.